Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. An extended investigation was performed. Visual inspection performed on the returned sensor and no evidence of misuse or abnormalities were observed. Data was extracted using approved software, and extraction was successful. Performed an smu (source measurement unit) test on the returned sensor and monitored it's bluetooth connection for any missing data throughout the test. No packets were dropped during testing or any abnormal smu test results were not observed, indicates that the returned puck did not have any defects that would cause signal/connection issues. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. The user reported for missing low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a53, samsung galaxy a53, android 14 and app version 3.5.1.010363. A customer did not receive low glucose alarms and was therefore unable to obtain readings. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and a loss of consciousness. The customer was provided with "sweet treats, a drink, and a crumble sausage" for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer did not receive low glucose alarms and was therefore unable to obtain readings. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and a loss of consciousness. The customer was provided with "sweet treats, a drink, and a crumble sausage" for treatment by a third-party. There was no report of death or permanent impairment associated with this event.